Manufacturer narrative:
B3: unknown; no information has been provided to date. E1 - initial reporter address 1: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed accuracy +6.25%. There was no patient involvement.

Manufacturer narrative:
D3: address corrected. H3: one device was received for analysis. There was no service history related to the current complaint. Visual and functional testing were performed. The accuracy test was performed 3 times with the results being test 1: 20, test 2: 21.2, test 3: 2 which were the acceptable rang of 18.2 to 21.2.